Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. This complaint for a connection issue with a titanium adaptor was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The doctor stated that the patient connector was not connected well with the titanium adapter when the customer changed the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.